Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was wearing the pump supplies for 2-3 days. Customer changed the pump supplies and successfully resumed insulin, and has manual insulin injections if needed. Customer¿s blood glucose level was in the high 200's-416 mg/dl.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.